Event description:
Info was received on monday (B)(6), 2012, from the pt's audiologist that the pt (bilaterally implanted) was in the hosp again for bacterial meningitis. The pt is now doing better.

Manufacturer narrative:
Currently, none of the devices has been explanted. If they should be explanted, they are to be returned to the MFR for eval. When available, an analysis will be submitted as a f/u report.